Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as urethral blockage, urinary retention, erosion, constant bladder infections, painful urination, vaginal infections, recurrent urinary incontinence and additional surgeries in hopes of alleviating some of the pt's pain. In addition to physical pain and discomfort, pt suffers psychologically and emotionally.